Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that after an op check, an x was displayed in the ready for use indicator. There was no patient involvement.